Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient was  having a lot of leaking. This lead them to believe they were retaining urine and emergency room to discover in fact was retaining urine. They put the catheter back in to prevent her from retaining urine.  No further complications were reported/anticipated at this time.